Event description:
It was reported that the patient was unable to adjust their stimulation. A power-on-reset (por) condition was noted and a "call your doctor" icon message was seen on their programmer. Additional information was requested, but was not available at the time of this report.

Event description:
Follow up information reported that that patient still had concerns with their ins/therapy but was working with their physician to resolve the issue. The patient had an appointment with their physician in (B)(6) 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead: model 3889-28, lot #v517496, implanted: (B)(6) 2010, explanted: na. Programmer: model 3037, serial # (B)(4).

Event description:
Additional information reported that the patient felt their stimulation in the wrong location. No additional information has been received but has been requested. If obtained, a follow-up report will be sent.